Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligner, a patient experienced both upper central incisors that have rotated distally and several lower anterior teeth have rotated and either proclined or retroclined out of the ideal occlusion. The patient will require comprehensive orthodontic treatment to correct this issue. Doctor advised patient to stop treatment.